Event description:
It was reported that after the spartacore 14 guide wire was inserted into the patient, while backloading the rx herculink elite stent system onto the guide wire, the physician immediately felt resistance. The rx herculink device had not yet entered the anatomy. The physician decided not to proceed with advancement of the rx herculink and retracted it from the guide wire. While removing the rx herculink very mild force was applied as resistance was felt and approximately 2mm of the tip detached. The tip was found on the proximal end of the guide wire (outside of the anatomy). The physician easily removed the detached tip from the guide wire. Using the same spartacore 14 guide wire, a new rx herculink device (same size) was used to successfully treat the target lesion in the renal artery. There was no clinically significant delay in the procedure due to the device issue. There was no adverse patient effect and the procedure outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4) - removal against resistance. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was not able to be confirmed due to the condition of the returned device. Tip separation was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the rx herculink elite instruction for use warns: should unusual resistance be felt at any time during either lesion or duct access, or during removal of an undeployed stent, the stent system, wire, and guiding catheter should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified.